Manufacturer narrative:
(B)(4) the reported field event of the inability to tighten the set screw was confirmed in the laboratory. Visual inspection identified silicone material in the atrial set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw.

Event description:
It was reported that during lead revision procedure the lead was not able to connect to the setscrew for the atrial port. The device was explanted and replaced. No complications were noted during the procedure.